Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity and an alert that remote monitoring was disabled. Technical services (ts) was consulted and noted that the device was beyond the end of life (eol) indicator. Ts also noted alert for high out of range impedance measurements above 3000 ohms as well as low amplitude on both the right atrial (ra) lead and right ventricular (rv) lead channels. The health care professional (hcp) mentioned that on (B)(6) 2024, bradycardia therapy was programmed off and a leadless pacemaker system was implanted. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity and an alert that remote monitoring was disabled. Technical services (ts) was consulted and noted that the device was beyond the end of life (eol) indicator. Ts also noted alert for high out of range impedance measurements above 3000 ohms as well as low amplitude on both the right atrial (ra) lead and right ventricular (rv) lead channels. The health care professional (hcp) mentioned that on (B)(6) 2024, bradycardia therapy was programmed off and a leadless pacemaker system was implanted. No additional adverse patient effects were reported. This system remains in service.